Event description:
During a laparoscopic cholecystectomy procedure, the clip applier used stated that clips wouldn't "close". Then 2 clips fell out. Another instrument was opened to finish the case. There was no pt consequence.